Manufacturer narrative:
The insulin pump passed the excessive no delivery test, prime/ compromised force sensor test and displacement test, no unexpected no delivery alarms occurred. The pump had unresponsive button due to flattened dome switch on down arrow button. The pump had a broken belt clip slot and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 176 mg/dl. The customer performed troubleshooting was able to resolve the no delivery, with a complete set change. However the customer stated the buttons were sticking. The device will be returned for analysis.